Event description:
Reporter alleged the customer obtained the results of 400 mg/dl and 157 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that the customer was given 16 units of novolin r after the readings as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The lay user/patient contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.